Event description:
It was reported that before implant procedure it was found during interrogation that new implantable cardioverter defibrillator (ICD) was in backup mode. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to parity error. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions analysis was normal with no anomalies found. The cause of the reported event could not be determined.